Manufacturer narrative:
No unexpected motor error alarms noted during testing. The insulin pump passed displacement test, rewind test, and basic occlusion test. Motor was tested outside of the device and it passed. However the device was unable to prime during prime test due faulty force sensor resistor. The device had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error for the past four days. Alarm has been occurring during basal. Customer's blood glucose was 149 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.